Manufacturer narrative:
Not avail.

Event description:
As per the reporter (consumer), waterpik flossers-04cd sidekick (wf-04cd sidekick) was used and reported that the device was plugged in when they smelled burning and saw the plug on fire with an '8 ft flame.' " this report was received via other source from the united states of america on (B)(6) 2026. The reporter (male) reported using waterpik flossers-04cd sidekick. As per case description "the device was plugged in when they smelled burning and saw the plug on fire with an '8 ft flame.'" "The unit was not in use. Used 1x a day. No additives and cleaned with water and vinegar monthly. There are burns on his mirror, but he thinks he can wipe them off. No injury." No additional information was available.